Event description:
Nurses were changing the pt¿s dressing while on a hill-rom specialty bed when it was noticed that a sandy particle substance was being blown out of the pt¿s bed, onto the pt¿s feed and into the air. Several members of the staff and the pt was exposed to the material as the staff attempted to stop the sandy substance form blowing out of the mattress. The bed was subsequently turned off. Staff complained of chest tightness after inhaling the sandy substance through their noses. Staff also complained of a horrible taste in their mouth. The pt did not verbalize any complaints.